Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after loading approximately 300 units of insulin, the pump displayed a fill estimate of 70 units. Additionally, since the cartridge had been loaded, the insulin gauge remained static at 70 units. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017, the customer reported a new cartridge had been loaded with 320 units. Recommendation was made by tandem technical support to not overfill the cartridge per pump labeling instructions. The contact acknowledged the information and declined further troubleshooting.